Event description:
It was reported that foreign matter was found within the bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: "found 1 syringe with a liquid that came out of the needle while prepping the syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned. Therefore, the complaint could not be confirmed and the root cause could not be determined. A review of the device history record was completed for batch# 1284111. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that foreign matter was found within the bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: "found 1 syringe with a liquid that came out of the needle while prepping the syringe."